Event description:
The customer reported via phone call indicating that the insulin pump had a partial display. Customer's blood glucose was unknown mg/dl. The customer stated that the insulin pump was bumped. Customer was advised to discontinue use of the device and revert to a backup plan. The customer wa advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump displayed properly. No black screen, missing segments/partial display noted. No moisture damage inside reservoir tube noted, however the insulin pump had moisture damage on electronic and motor assembly. The insulin pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.